Event description:
On 5/13/2009, the patient reported experiencing elevated blood glucose of over 400 mg/dl and occlusion (e4) errors but the e4 was never displayed on the infusion device. The alarm history listed a8 (bolus canceled) alerts tow times the previous month, and eleven days prior to original date and the patient stated that occlusions occurred on these dates also. One e4 error was listed the month prior. When occlusions occur she changes the insulin cartridge, infusion site and tubing. When her blood glucoses is elevated she boluses to reduce her readings. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.